Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 mckesson prevent® sg glide safety hypodermic needles were blocked and wouldn't expel air. The following information was provided by the initial reporter: "do not allow staff to expel air from the prefill syringes prior to administration of the vaccines."

Event description:
It was reported that 15 mckesson prevent® sg glide safety hypodermic needles were blocked and wouldn't expel air. The following information was provided by the initial reporter: "do not allow staff to expel air from the prefill syringes prior to administration of the vaccines".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-apr-2022. H.6. Investigation: it was reported it is difficult or impossible to push medication though the needles. To aid in the investigation, forty nine samples in sealed blister packaging were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with normal flow. A device history record review was completed for provided material number 306616, columbus needle lot numbers 1214992, 1278946, 1214008, 1214997. These needle lots were used in the manufacturing of the final product lots 1341422. The review revealed there was documentation for this type of defect during the production run of lot number 1214992 for clogged needles due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation and with the device history record review the symptom reported by the customer is confirmed.